Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional, with issue occurring about a month and a half before the report. There was no reported impact to the customer¿s blood glucose level. Customer used third-party wall adapter, planned to use multiple daily injections as backup therapy, and technical support arranged replacement charging supplies with two-day shipping, provided information about appropriate wall adapters, and fulfilled customer request for wall adapter, after which caller was satisfied.